Event description:
It was reported that the pump volume was not functioning properly when alerting the customer. Blood glucose level had no adverse impact. No additional product or event information was available as customer declined trouble shooting with technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.